Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
We had an issue with lagage (release) of the stent, it's in my office. No further details given. "As per complaint form": during stent release, at the 2rd or 3rd pressure on the target, the stent is released with the green wire (wire connect to the red cap of the evolution gun). The customer stops the release, recapture the stent and remove at the endoscope. The doctor tests the release of the stent outside the body and impossible to recapture the stent in the flexor catheter. Device evaluated 28-jan-21: "stent partially deployed". A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence we had an issue with lagage of the stent, it's in my office. No further details given what does the word ¿lagage¿ mean? Releasing. During stent release, at the 2rd or 3rd pressure on the target, the stent is released with the green wire (wire connect to the red cap of the evolution gun). The customer stops the release, recapture the stent and remove at the endoscope. The doctor tests the release of the stent outside the body and impossible to recapture the stent in the flexor catheter. Had the deployment passed the ¿point of no return¿ when the malfunction occurred? It is impossible that he¿s pa the point of no return because he has 2 or 3 pressed in the trigger. Was the red cap removed during attempted deployment? No. Was the stent partially/fully released when the product malfunctioned? Partially. If the stent was fully released, how was it recaptured? Partially release were there any other items necessary to recapture the stent? Eg forceps, snare, etc. No simple recapture with the system evolution. Was it possibly to fully recapture the stent prior to removing the delivery system or was the stent partially exposed when removed?¿ the recapture is fully. On the picture ( it is a other stent), there is a green wire. When the customer releases of the stent the green wire is delivered with the stent (in the same action/time). And the customer stop immediately the liberation and remove the stent of the endoscope for look the stent. And when the customer release the stent , no problem but impossible to return the stent in the cathter flexor. At what stage of the procedure did the complaint occur? During stent placement what endoscope type and channel size was used? Fuji. What was the position of the elevator? Open. Details of the wire guide used (diameter, type, make)? 0,35 terumo. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Bile duct. Please advise the anatomical location of the intended target site. 2rd duodenum. How long was the stent in the patient by the time this complaint occurred? 20 min. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a. If yes, how often was this completed? Did the patient require any additional procedures as a result of this event? No another/a new stent is implanted. What intervention (if any) was required? N/a. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, it is the same intervention/same day. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. If yes, please specify what was observed and where on the device it was observed. Stricture information: what was the length and diameter of the stricture? 3cm. Where was the stricture located in the body? Ampulloma. Was there resistance felt passing wire guide through stricture? No. Was there resistance felt passing the evolution through stricture? No. Was the stricture dilated before stent placement? N/a. Questions related to during insertion into patient: was the product inspected for kinks or damage before use? N/a. Was resistance felt during insertion into patient? No. If yes, at what point? Questions related to during stent placement: did the product fail during stent deployment or recapture? Deployment. If other, please specify n/a. Was the directional button pressed during use? Yes. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. Was the yellow marker kept in view during deployment? N/a, are images of the device or procedure available? No]. Questions related to during introducer withdrawal: are images of the device or procedure available? No. Was final stent placement confirmed using endoscopy / fluoroscopy? N/a. If yes, what was used? Did the stent open sufficiently to allow withdrawal of introducer safely? N/a. Was the safety wire fully removed before removing the delivery system? N/a. Did any part of the product snag/get caught with the stent when removing the delivery system? N/a. Questions related to during stent repositioning/removal (for evo-fc & evo-pc devices): what instrument was used for stent repositioning / removal? Forceps, snare, other n/a. If other, please specify. N/a. Was resistance encountered during advancement and/or deployment? No. If yes, please when this was felt? Deployment. How did the physician deal with this resistance? No resistance. Was the lasso (suture) loop used during repositioning no.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
This file is related to (B)(4). Device evaluation: the evo-fc-10-11-6-b device of lot number c1761923, involved in this complaint was returned for evaluation, open in the original pouch. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2021. In summary the following results were observed in the lab evaluation: stent partially deployed on return. Red shuttle deployment marker at start of the handle. Actuation of handle-deployment and retraction was possible. Stent deployed with ease. Lock wire removed without any problems. Document review: prior to distribution evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1761923, did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1761923; upon review of complaints this failure mode has not occurred previously with this lot #c1761923. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to patient anatomy as the device when returned for evaluation functioned as intended. It is possible that during deployment tortuous path may have caused a build-up of pressure causing stent deployment difficulties. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends